Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Customer¿s blood glucose level was "high", specific value not provided. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.